Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Qc was within the customer's established ranges prior to the erroneous results. After the erroneous results qc was out of specifications high. Customer technical support (cts) had the customer check the reagent cooler temp and it was out of specifications high. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse adjusted the alignment of the main pipettor to the reagent pack. The fse also replaced the peltier and the thermistors. The fse also rebuilt the wash pump and the precision pump rotor and the home sensor were replaced. All verification testing met specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining creatinine kinase - mb (ck-mb) results above the normal reference range that were generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory; however, upon repeat testing on an alternate instrument resulted in a lower clinical category. No reports of death, injury, or change to patient treatment have been reported in connection with this event.